Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). After evaluation of the instrument data, ccc advised the customer to replace the sample probe tip and reagent 2 probe tip. Ccc instructed the customer to run a precision test, which resulted as expected. Upon follow-up, the customer stated that quality controls are within range. The cause of the discordant, falsely elevated valproic acid results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated valproic acid results were obtained on one patient sample on a dimension exl with lm instrument. The discordant results were not reported to the physician(s). The sample was repeated on the same instrument, resulting lower. The sample was then rerun twice on the same instrument, resulting high initially and lower upon repeat. It is unknown if the corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated valproic acid results.